Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was scratched and unreadable. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined tandem technical support any information regarding back-up insulin therapy.